Event description:
On march 9, 2007, the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch surestep meter's power button gave no response. Five days later, the medical affairs specialist (mas) contacted the pt to obtain and verify info; however, she refused to speak with the mas. The case was classified based on the original info provided. Twelve days earlier, the pt noted the power button of the reported meter was not functioning and would not turn the meter on; she was unable to obtain a blood glucose reading. At that time, the pt was experiencing the symptom of a 'very strong headache'. The pt took no action following the attempted use of the meter. At an unspecified time, the pt received assistance/advice from a healthcare professional. The pt's blood glucose level was tested to be 'high, greater than the maximum range'; specific result not provided. The pt was treated with insulin. It would have been helpful to determine for how long the power button was not working, if the pt had a backup meter, if the pt took her usual meals and medications during the time period she was unable to test her blood glucose levels, if the pt was seen by her physician or in an emergency room, her blood glucose reading as tested by the hcp, her medication regimen, and if the pt adjusted her medication doses based on meter readings. The power button issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. It is not known when the power button issue first occurred. While symptomatic, the reporter alleges the pt was unable to obtain a blood glucose reading due to the reported meter issue. The reporter further claims the pt saw a hcp, who treated her with insulin for hyperglycemia. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.